Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they have had three implanted devices since 2004. The patient stated that despite great results with the earlier versions, they've had nothing but trouble with the latest version of their implantable neurostimulator (ins). The patient reported that the device would be replaced on (B)(6) 2018 with a competitor¿s product. Since the competitor¿s product has paddles with 32 leads, they'd be able to get coverage in areas that were not currently reached. It was noted that the patient¿s existing wiring would be left in, as the leads have been in place since 2009 and were embedded in scar tissue. The patient was hoping that everything would connect together well without disturbing it much. The patient mentioned that they were fearful that things may get worse, as they have had a failed l4-l5 fusion with degenerating discs from t9 to s2, and spondylitis. No further complications were reported or anticipated. Indication for use is unknown.